Event description:
A new spacer block was opened to be sterilized for use, it was noticed that one of the springs was almost about to go. The spacer block was never sterilized by the site and never used in a surgery. Then on inspection of the spacer block that was going to be used in surgery, it was noticed to have a large dent out of the top corner. This was assessed by the theatre lead nurse for use and was deemed to be acceptable but was monitored throughout, no further damage was noted.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a new spacer block ( 254401014) which had arrived from our warehouse was opened to be sterilized for use, it was noticed by the theatre nurse lead that one of the springs was almost about to go. Have taken the spacer block, plus the recent delivery information. The spacer block was never sterilized by the site and never used in a surgery. Then on inspection of the spacer block that was going to be used in surgery, it was noticed to have a large dent out of the top corner. This block was also ordered for the team within the last 3 months. This was assessed by the theatre lead nurse for use in the morning case, and was deemed to be acceptable but was monitored throughout, no further damage was noted. However the theatre nurse has requested a replacement and I have organized in a loan spacer block to be used in it's place. Will return both items once pc number available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that attune spacer block has one of four posts chipped and the spring was found deformed, fragments were not returned for evaluation. Therefore, this condition may cause the device cannot be unable to assemble with the mating device. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was unable to be performed due to post manufacturing damage. A dimensional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.